Event description:
It was reported that the patient was admitted for driveline infection. The patient's driveline infection progressed to a pump pocket infection during admission. The patient experienced bleeding, drainage and pain from the driveline exit site. The patient received intravenous antibiotics, but drainage and bleeding remained uncontrolled. The patient's infection was resistant to treatment requiring device explanation and heart transplantation on (B)(6) 2023. The device was not returned for evaluation.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported infection could not be conclusively determined through this evaluation. Additionally, a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported bleeding could not be conclusively established. It was communicated that the heartmate 3 left ventricular assist system (lvas), serial number (B)(6), would not be returned for investigation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 patient handbook, rev. D, are currently available. Section 1, "introduction," lists infection and bleeding as adverse events which may be associated with the use of heartmate 3 lvas. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. Both the IFU and patient handbook contain various sections regarding infection and how to prevent it. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.